Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Investigation by field service technician. According to the service report (B)(4) and (B)(4) with work done in april 2019: the emergency drive was opened and the emergency drive board was replaced with a new on after the repair the device was tested. The result was that the device passed all tests. Investigation by life cycle engineering (lce): a similar case was investigated under complaint (B)(4). The lce investigation report number is (B)(4) from 2018-05-07. The conclusion of the similar investigation was: inductance (coil) l1 has an internal crack. Possible root causes could be external mechanical stress or maybe the inductance(coil) was already faulty from the manufacturer. The emergency drive board cannot be re-used. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Reference exemption # e2018002.

Event description:
(B)(4). During maintenance/service the following problem was found: on the emergency drive the led foil only lights up on 1.0 rpm when the handle is cranked and not all led's at maximum speed. No patient involvement.